Event description:
The summons sates the consumer was allegedly injured while using her m51 power chair. "The vehicle began to spin around uncontrollably in her living room, causing her to be thrust out of her wheelchair while her leg was caught in the wheelchair causing numerous injuries which forced plaintiff to a hospital stay for several days."

Manufacturer narrative:
No injury details provided. Information available has only been via summons. Manufacturer attempted to obtain information regarding product and alleged injury, and received no response. Product return is not anticipated. MDR filed based on information made available only in the summons.